Event description:
It was reported to medtronic minimed that the customer experienced loss of connection between insulin pump and mobile device, and oops something went wrong. The customer reported no adverse event. The event involved product(s) mmt-6101, mmt-7333. Troubleshooting was performed for "oops, something went wrong screen" unable to resolve with existing troubleshooting or labeled instructions, issue escalated. Troubleshooting was performed for loss of connection between pump and mobile device, unable to complete troubleshooting or provide instructions, insufficient information to escalate. No harm requiring medical intervention was reported. No product return was required for mmt-6101. No product return was required for mmt-7333.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Carelink server is down. "We did not attempt to reproduce the issue because testing or reproducing it would not provide conclusive results. After conducting a thorough investigation, we found that issue was due to temporary and unplanned service outage. Since confirmed by infrastructure and devops teams. The infrastructure teams were notified immediately and they resolved issue within a few hours. Root cause was due to third party vendor networking issue. Outside carelink. To assist with the resolution of the issue, we provided the helpline team with the following recommendation to ensure that it is addressed effectively: I can confirm that this issue has been resolved and was due to an intermittent service outage. I would advise the patient to attempt to login once more. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information has been received regarding the notified date change from 17-dec-2024 to 18-dec-2024 which was not included in the initial report. So, the correct notified date as per new additional information is 18-dec-2024 which is updated in section b3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.